Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please send email when lot number becomes available. No information. How long was the device used before the drain got clogged? No information. How was the case completed? No information. Was there any patient adverse consequences? No.

Event description:
It was reported that the patient underwent a pancreaticoduodenectomy procedure on unknown date and the drain was implanted at pancreaticojejunal anastomosis. After the procedure, exudative fluid in the drain was clogged at the connection part of the drain tube with reservoir. There were no adverse patient consequences reported.